Manufacturer narrative:
Product event summary: a proximal portion was received measuring 14 cm. A distal portion was received measuring 54 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo. The initial reported event of a suspected lead fracture with short v-v intervals and oversensing was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate therapy due to right ventricular (rv) lead oversensing. Additionally, it was noted that the lead that triggered a lead integrity alert (lia) for high-rate, non-sustained episodes and short ventricular intervals. Noise was also noted on the rv lead. A lead fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.